Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B) (4) no anomalies found. Full lead returned.

Event description:
It was reported that during the implant procedure, there was high impedance, no capture, no pacing/threshold. They believed there was an electrical problem with the lead. The lead was not implanted. No patient complications have been reported as a result of this event.